Event description:
The roche accu-check guide blood glucose meters are defective. They drain batteries immediately so to become inoperable, and most recently the meter lights up and says insert test strip and then does not recognize it and move on to advise to acquire drop of blood. These meters are very defective and harmful. In the past year or two I have had 3 or 4 of them, each one with the same defects. I have been unable to obtain blood glucose level monitoring with the guide meters and suffered a recent diagnosis of diabetic retinopathy, and lower extremity neuropathy. My kidney function has also decreased. The utterly defective meters are resulting in great harm to me physically, I am upset about this and it is shortening my life and adversely affecting my quality of life. Roche has been aware of the problems with these meters. The FDA should investigate all potential civil, criminal and administrative actions that may be available. FDA safety report ID# (B)(4).